Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and the patient received inappropriate therapy, even after the cardiac resynchronization therapy defibrillator's (crt-d) twos discriminator had withheld therapy. It was questioned if the discriminator was working properly. Follow up yielded no further information. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.